Manufacturer narrative:
Since the actual device was not returned, the device history record and the digital files were reviewed. Review of the treatment plan showed that the apex of the implant is approximately 4.28 mm away from the sinus. This means that the depth must be off by at least 4.28 mm for the drill to perforate the sinus. Digital depth analysis showed that the guide mold was set-up properly. The largest depth deviation is 0.07 mm at implant site #5, which is within our standard tolerance of 0.35 mm. Drilling using the prescribed drill key and drill length in the labeling should have resulted in correct depth. Actual device was not returned.

Event description:
Doctor used maxilla guide for dental implant sites 5, 13, 14. After using initial drill, doctor noticed that he perforated through the sinus at site 5. He measured from crest of bone to all the way to where he drilled down to and determined that it was too deep. He proceeded to freehand 5, 13 and 14 successfully.